Manufacturer narrative:
Product analysis : the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted due to placement difficulty. During the implant, the physician noted that there wasn't much "backspin" after extending the screw. There were high thresholds noted. When retracting the screw to reposition, it took more rotations than usual. At the next placement, extending the screw took more rotations and there still wasn't much back spin per the physician and again, there were high thresholds. The physician removed the lead, visually inspected it, and found no obvious tissue in the screw mechanism, but extending and retracting the screw still seemed to take excessive rotations and limited backspin noted. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.